Manufacturer narrative:
Failure duplicated, port corroded.

Event description:
The device caused run on during a service evaluation at the manufacturer facility.  There were no adverse consequences related to this event.